Event description:
It was reported that when the device is filled it leaks out the bottom of the unit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a cracked water tank cover, pole clamp was damaged, quick connect was corroded. The complaint was confirmed during visual inspection. The most probable root cause was due to the technician having over torqued the tank cover during the previous repair leading to the noted crack and leak within one week of the device return from service. A device history review (DHR) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Review of prior repair record indicated the unit passed all functional tests during prior repair in (B)(6) 2022 and no leak or crack was identified in the tank cover. However, the tank cover gasket was replaced as part of the preventative maintenance (pm) process therefore, the cover was likely over torqued during service causing it to crack within one week of customer receipt. Notification was sent to service and repair supervisor requesting the findings be reviewed with the service team to aid in preventing future similar occurrences. Health effects - clinical signs and symptoms or conditions.